Event description:
The surgeon began to position the sensor noted that the cable was broken. The surgeon changed another one to complete. There was no report on patient injury, (during use on patient). (B)(4) 2014 please be advised that this complaint is now assigned and the complaint number is (B)(4). Please answer the following questions regarding this complaint: 1. Were there any adverse consequences to the patient? No. 2. Was there a delay in surgery greater than 30 minutes? No. 3. What actions were taken as a result of this incident? Changed another sensor.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's investigation also included a review of quality records. Upon completion of the investigation it was noted that those records showed the device met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that the device was in two sections and the catheter material and internal catheter wires were cut itno 16.5 cm from the tip of the sensor case. Functional testing was not able to be performed due to the condition of the device. Based on their evaluation, the supplier was able to confirm the reported complaint. The supplier determined that the cause of the failure was due to mishandling of the catheter. This however could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.